Event description:
It was reported that an m300 telemetry monitor went offline. It appropriately alerted with an offline condition, when it came back online at the ics (infinity-central-station) the patient's name was missing. No adverse patient impact was reported. Missing patient identification information could lead to delayed patient care.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.